Manufacturer narrative:
A follow-up report will be submitted upon completion ofthe investigation.

Event description:
The customer called into philips to report that the device needs to have philips repair at bench location for power related problems. . There was no reported patient involvement .